Manufacturer narrative:
(B)(4).

Event description:
The customer alleges during insertion, the dilator was found deformed. A new kit was used.

Manufacturer narrative:
(B)(4). The customer returned the lid stock and dilator from an aj-01671 kit for evaluation. The dilator body was identified to be damaged toward the distal end. The body appeared to have been smashed and stretched with signs of stressing observed. Without the rest of the kit it could not be determined if the probable of the issue was caused by shipping and handling or packaging. The dilator body measured to be 4 inches in length, which is within the range of 3 3/4 to 4 1/4 inches. The damaged area was located 2 cm from distal tip and is 0.8 cm in length. A device history record review was not required for this complaint investigation. The customer reported issue of the dilator being damaged prior to use was confirmed during the sample investigation. The dilator body was damaged toward the distal end, appearing to have been compressed due to contact with another component. Dimensional inspection was performed and no issues were identified. Without the rest of the kit the root cause could not be identified. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges during insertion, the dilator was found deformed. A new kit was used.